Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the microbiological test results conducted by olympus france, physical evaluation of the device, legal manufacturer's final investigation and to correct the device receipt date. Based on the microbiological test results conducted by olympus france revealed that the results obtained comply with the target level. The test found one colony forming unit (cfu) of champignon filamenteux ubiquitaire in the sample taken from the biopsy channel. One cfu of ochrobactrum anthropi from all the samples taken from all the channels. The subject device was then evaluated and the following evaluation results were observed: the device failed the electrical and safety check, nozzle was deformed with a brown discoloration, which can be removed with an ethanol, light guide cover glass was cracked, charged coupled device (ccd) cover glass was chipped/scratched, bending section cover glue was separated, bending section was shortened, there were buckles noted on the insertion tube, discoloration was noted on the suction cylinder and air/water cylinder, cuts on the switches buttons were noted, and there were evidence of wear/tear on the insertion tube, distal end and biopsy channel. The device was serviced and returned to the user facility. The device history record was reviewed and confirmed that the device meets all manufacturing specifications and final product release criteria. No obvious deviation from IFU was confirmed from the review of the reprocessing steps provided by the user. Olympus cannot conclusively determined the root cause of the reported event; however, the instructions for use warns users regarding an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on all channels of the evis exera ii colonovideoscope. The operating channel tested positive for one (1) colony forming unit (cfu) of ubiquitous filamentous fungi. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The air/water channel and auxiliary channel were flushed with water. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around the elevator were manually cleaned with enzymex detergent and scopeclean by asept inmed brushes (reference # an1865023). The scope was manually disinfected with enzymex. The scope was dried and stored in a box. The maintenance of the scope was not performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.